Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error or excessive no delivery alarm was noted. The motor passed the motor test. The motor position encoder error alarm could not be verified in the alarm history due to an overwritten history file. The following physical damage was also found: cracked reservoir tube lip, cracked casing at a display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube lip. (B)(4). .

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 203 mg/dl, but her current blood glucose was 433 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the pump prior to calling. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.